Manufacturer narrative:
Product complaint # (B)(4). Corrected g4: 510(k) number and h10 additional narrative: 3500a h10 cross reference for (B)(4): this device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4 501(k) number and h10 narrative

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient fell sustaining the aforementioned periprosthetic hip fracture. Patient also had 3 previous dislocation event. The patient was then revised for right periprosthetic proximal femur fracture and metal on metal tha components with extensive metallosis and soft tissue necrosis. Operative notes indicate that a extensive hematoma was encounter. It was noted that no fascia present as there was a direct line from the hematoma into the joint hip. It appeared that there was extensive metallosis and soft tissue necrosis likely related to the metal on metal articulation. The posterior aspect of the greater trochanter was noted to be denuded of the soft tissue attachment. It was indicated that stem was stable and only the greater trochanter was fractured and fragmented. There was noted to be some metallosis along the trunnion. Doi: (B)(6) 2007. Dor: (B)(6) 2021 right hip.